Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. The patient death was reported on MFR report #1218950-2017-05781.

Event description:
The customer reported that no asystole alarm was generated at the central station for the patient in bed 3204 being monitored for general weakness on (B)(6)2017 around 08:03. The patient expired.